Manufacturer narrative:
Product complaint # ==>(B)(4) investigation summary ==> the product was returned and the complainants findings confirmed. The issue had been missed by personnel conducting the final inspection of the product. Complaint awareness communication was conducted with all production associates who visually inspect product h10 additional narrative:  added: b2 and h6 (patient) corrected: h3 and h6 (device) no code available (3191) is used to capture surgery prolonged.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that foreign substance which was like hair was adhered on the tibial insert (p/n: 151650505) when the package was opened by a nurse during the tka surgery on (B)(6) 2020. It was judged as an unclean condition, and a 6 mm tibial insert was used instead. The surgery was completed within a 30 minutes surgical delay. As a postoperative confirmation, it was revealed there was some of scratches on posterior side of the tibial insert in question despite the nurse did not touch directly. No further information is available.